Manufacturer narrative:
The actual device involved in the incident was not returned to the manufacturer to be evaluated. Without the sample a thorough investigation could not be performed. Although samples were not returned for evaluation, an investigation is ongoing at this time. If any patient information becomes available, a follow-up report will be filed.

Event description:
As reported by the sale rep per the user facility: we had a leaking issue on a patient getting medication paclitaxol. Leak noted on set after the filter, before the y site. Chemo spill was very serious, enough that the a team was called into the patient room for clean up. No other injury. Customer does not have sample. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The sample was discarded and is not available to be evaluated.